Event description:
It was reported that, after underwent a bhr on (B)(6) 2009 due to end-stage osteoarthritis with unrelenting pain. After this, patient experienced pain in the hip region after a left hip replacement. Patient had elevated ions with a large pseudotumor. This was due to metal-on-metal implant. Necrotic tissue and inflamed synovitis of the left hip. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which surgeon converted to total hip replacement arthroplasty. It was noted the joint fluid looked quite necrotic. It was grayish, dark, and cloudy. Tissue was slowly removed as there was quite an extensive amount of inflamed synovium as well as necrotic tissue and debris. A lot of it was dark gray that was lining most of the joint capsule. The more extensive, inflamed synovial tissue and fluid were removed. All the pockets of the pseudotumor were attempted with blunt finger dissection over the acetabulum as well as laterally and distally to remove any fluid that was seen on the MRI to decompress the pseudotumor. A silk dressing followed by a sterile dressing was applied. He was taken to the recovery room in stable condition. He tolerated the procedure well.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H11:this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.